Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, mildly tortuous, 90% stenosed mid right coronary artery. Pre-dilatation was performed with a 2.5x15mm trek balloon, and an unspecified 3x15mm stent was implanted with the use of a non-abbott guide wire and non-abbott 6f guide catheter. A 3.25x12mm nc trek balloon dilatation catheter was advanced without resistance, and the balloon ruptured on the second inflation at 18 atmospheres. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.